Event description:
The surgeon reported that, during implantation of the total knee replacement, the anterior region of the tibial inserts lifted up during flexion. The surgeon used cement to fixate the inserts to the tibial tray.

Manufacturer narrative:
The surgeon reported that, during implantation of the total knee replacement, the anterior region of the tibial inserts lifted up during flexion. The surgeon used cement to fixate the inserts to the tibial tray. Review of the device history record indicates that the inserts and tibial tray components were designed and manufactured to specification.